Event description:
Sharp stabbing pain in knee [arthralgia]. Knee swelling [joint swelling]. Knee effusion [joint effusion]. Crutch for walking [gait disturbance]. Case description: spontaneous report was received on (B)(6) 2011, from a genzyme rep on behalf of an hcp regarding a (B)(6) female pt, initials (B)(6), who experienced a knee pain, knee swelling and knee effusion after starting synvisc. On (B)(6) 2011, the pt received her third and final injection of synvisc in her right knee. (B)(6) weeks following that injection, the pt experienced a constant sharp, stabbing pain in her right knee, swelling in her right knee and difficulty walking (date not provided). Fluid from the pt's right knee was aspirated (date not provided). The pt's symptoms were treated with an injection of cortisone and a crutch for walking (date not provided). The hcp assessed the relationship between the events and synvisc as possible. The product lot number was reported as y1015 with an expiration date of 2013. At the time of this report, the outcome of the pt was unk. Add'l info was received on (B)(4) 2011, in the form of qa results. The production and quality control documentation for lot# y1015, with expiration date 11/2013 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by the report.